Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no obvious blood jet coming from the blood indicator of a 5f exoseal vascular closure device (vcd) during retraction and the indicator window never changed color until the device was pulled completely out of the body. After removal, manual compression was used. There was no reported patient injury. The device was used after a transcatheter arterial chemoembolization (tace) procedure. The user operated according to the correct procedure. A 5f non-cordis sheath introducer was used. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, there was no obvious blood jet coming from the blood indicator of a 5f exoseal vascular closure device (vcd) during retraction and the indicator window never changed color until the device was pulled completely out of the body. After removal, manual compression was used. There was no reported patient injury. The device was used after a transcatheter arterial chemoembolization (tace) procedure. The user operated according to the correct procedure. A 5f non-cordis sheath introducer was used. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a bleed-back signal simulation using the bench-top test model was made; however, it could not be performed due to the presence of dried blood residue found in the bleed-back indicator. An attempt to perform a deployment simulation evaluation was also made; however, it could not be completed, as the unit was received with the indicator window in full transition black/white/red. A high magnification microscopic evaluation was executed to assess the bleed-back indicator and obstructed area containing blood residues. During this analysis, dried blood residue was observed within the bleed-back indicator; additionally, hydrogen peroxide was applied to confirm the presence of blood. The reported event of ¿bleed-back indicator-bleed back issue-absent¿ and ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, since there was evidence of blood flow from the bleed back mechanism and the window was received in full transition and the device was fully deployed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported absence of the bleed-back flow since there was evidence of blood flow in the returned device. Additionally, it is not possible to determine what factors may have contributed to the reported no change to indicator based on the information available for review and product analysis as the window was received in full transition. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. Additionally, the IFU states, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported issues are related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.